Manufacturer narrative:
Follow-up information received on 23-aug-2016: quality-safety evaluation of ptc. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-aug-2016 for the following meddra preferred term: dysmenorrhoea. The analysis in the global safety database revealed 89 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and five years later, she started having intense abdominal pains during menstruation. Approximately ten years after essure insertion, her oviducts including essure were removed at hospital. She felt instantly better and was recovering. This event, interpreted as dysmenorrhea is listed in the reference safety information for essure. Although she had myomas that might contribute to the pain, considering that essure therapy may cause abdominal pains and that in this case oviducts and essure inserts were removed, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible further information cannot be requested.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority in (B)(6) on 04-aug-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted in 2006. In 2011, consumer started having intense abdominal pains during menstruation with radiation towards the legs and depression symptoms. She does not feel heard by the gynecologist. She visited the general practitioner and the gynecologist and was advised to switch to oral contraceptive, which did not help to stop the complaints. Consumer visited gynecologist in (B)(6) 2015, who indicated that her complaints could possibly be linked to essure. She also had myomas which might have contributed to the pain complaints. On (B)(6) 2016 the oviducts, including the essures were removed at the hospital. Consumer instantly felt better after the surgery and is recovering swiftly. Follow up information cannot be requested. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6)consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and five years later, she started having intense abdominal pains during menstruation. Approximately ten years after essure insertion, her oviducts including essure were removed at hospital. She felt instantly better and is recovering. This event, interpreted as dysmenorrhea is listed in the reference safety information for essure. Although she had myomas that might contribute to the pain, considering that essure therapy may cause abdominal pains and that in this case oviducts and essure inserts were removed, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information cannot be requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.